Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
It was reported to abbott, a suffered a fall post implant that resulted in bruising around the ipg site the patient had significant pocket site pain. The patient was seeking approval for upgrade to an eterna; a smaller ipg to help reduce pocket site pain. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced pain at the ipg site after a fall. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. It was reported to abbott, a suffered a fall post implant that resulted in bruising around the ipg site the patient had significant pocket site pain. The patient was seeking approval for upgrade to an eterna; a smaller ipg to help reduce pocket site pain. The physician wanted to go forward with this plan. As of 21 jun 2024, surgery had not been scheduled. The rep was informed the record would be closed and re-opened as needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.